Event description:
During arthroscopy procedure, pump failed to sense fluid pressure increase in leg and continued pumping fluid. Resultant extravasation of fluid into leg and temporary compartment syndrome developed. Leg elevated pump stopped, pulses monitored, ice applied. Transient loss of pedal pulse.